Event description:
It was reported that start new sensor occurred. The sensor was inserted into the arm on (B)(6)2024. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a start new sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: device returned to MFR - additional information d9: date device returned - additional information h2 type of follow up: additional information/ device evaluation h3: device evaluated by mfg- additional information h3: evaluation included - additional information h6: additional information.

Event description:
It was reported that start new sensor occurred. The sensor was inserted into the arm on (B)(6) 2024. The product was evaluated. An external visual inspection was performed and passed. Nordic was performed and failed due to no pairing code. Data was performed and failed. The probable cause of the early sensor expiration could not be determined. No injury or medical intervention was reported.